Manufacturer narrative:
Device expiration date: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 0041248. Medical device expiration date: na. Device manufacture date: 2020-04-15. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 2 0.5ml 31gx6mm u-100 insulin syringes experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported that the needle hub separated and stayed inside of the shield, the shield was off of the syringe inside of the bag. Lot #: 0041248, catalog #: 328520. Date of event: (B)(6) 2020.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-04. H6: investigation summary: customer returned (1) 1/2cc, 6mm, 31g relion syringe in an open poly bag from lot # 0041248. Customer states that the shield was off of the syringe in the bag. The returned syringe was examined and exhibited a broken barrel tip. A review of the device history record was completed for batch# 0041248. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200885572] noted for high shield pull. Bd was able to confirm the customer¿s indicated failure (broken barrel tip). The automatic syringe assembly machine, which feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components into a syringe. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Device history record; l2l and logbook evaluation: the device history (DHR) for batch 0041248 was reviewed and one quality notifications was written for issues relating to the assembled syringe defect. The syringes were assembled from 10apr2020 to 27may2020. During the manufacturing process, the following inspections are completed on regular intervals: 1. Visual inspection every hour: needle assembly not fully seated or improperly seated on barrel tip: hub to barrel gap measurement (pin gauge used when deviation is suspected). 2. Visual inspection every hour: missing component. 3. Visual inspection every hour: damaged / defective components. 4. Functional inspection every 2 hours: hub removal force. 5. Functional inspection every 2 hours: shield removal force. If a defect is found during an inspection a quality notification is initiated a notification was created on 27may2020 for a high shield force. Root cause: adhesive is applied to the cannula / hub junction to secure the cannula permanently. If too much adhesive has been applied, the adhesive will run over onto the outer side of the hub. When the shield is put on over the finished cannula/hub, the excessive adhesive may cause the shield to become difficult to remove. In the attempt to remove the shield, the customer may ¿break¿ the needle assembly off the barrel.

Event description:
It was reported that 2 0.5ml 31gx6mm u-100 insulin syringes experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported that the needle hub separated and stayed inside of the shield, the shield was off of the syringe inside of the bag. Lot #: 0041248. Catalog #: 328520. Date of event: (B)(6) 2020.